Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2021. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the needle only had a different color (black) other than the rest (silver) or does the needle also has a different size or other characteristics that could suggest a different product was received? Are there photos available for review? Event date?

Event description:
It was reported that a patient underwent a cardiac procedure on an unknown date and suture was to be used. During the procedure, one of the needles in the suture pack was black instead of stainless steel. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.